Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was flipping in the ipg pocket. Consequently, surgical intervention was taken and the patient's physician replaced and repositioned the patient's ipg to address the issue.